Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 10 unspecified bd syringes experienced leakage at the connection site which was noted during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Verbatim: several stores have reported when they are giving an immunization, upon depressing the plunger of the syringe, the vaccine is squirting out where the needle meets the syringe. Since this has also happened to both myself and other members of our clinic team, I have found that it's an issue with the needle not being screwed on tight enough. Since my incident, I have made an effort to tighten each needle before administration. We have never had this issue with the integra syringes before, so I'm not sure what has changed. Per e-mail received by customer (B)(6) 2019. Hi there, I haven't been able to obtain lot numbers, we will be sure to capture in the future. No samples from this complaint. We would love a few replacements. No one has been injured.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that 10 unspecified bd syringes experienced leakage at the connection site which was noted during use. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Verbatim: several stores have reported when they are giving an immunization, upon depressing the plunger of the syringe, the vaccine is squirting out where the needle meets the syringe. Since this has also happened to both myself and other members of our clinic team, I have found that it's an issue with the needle not being screwed on tight enough. Since my incident, I have made an effort to tighten each needle before administration. We have never had this issue with the integra syringes before, so I'm not sure what has changed. Per e-mail received by customer 10/30/2019 hi there, 1) I haven't been able to obtain lot numbers, we will be sure to capture in the future. 2) no samples from this complaint. 3) we would love a few replacements 4) no one has been injured.